Event description:
Esu was involved in an incident. This is all the information that was provided by the user facility.

Manufacturer narrative:
Conmed has made several attempts to contact the user facility (initial reporter) to gather more information with no success. Three (3) attempts have been made via phone to procure detailed data regarding reported incident. Any additional information obtained regarding this report will be submitted to the FDA.